Event description:
It was reported that a pt underwent a 2-3 levels balloon kyphoplasty procedure. The procedure was reported to be successful. There was no report of cement extravasation. Reportedly, the pt was airlifted to another hosp for possible paralysis. It was noted that the pt status is "to be evaluated". No additional info was reported.

Manufacturer narrative:
Method: device not returned; followed up with company rep.